Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received inappropriate shocks due to oversensed noise. Some undersensing was also observed. Additionally, high out of range pacing impedance measurements along with increased pacing threshold measurements, loss of capture and low amplitude measurements were noted. Shock impedance measurements remained stable. There was a concern the rate/sense portion of the lead had fractured. An invasive procedure was performed. The rate/sense portion of the lead was surgically abandoned and replaced. The shock portion remains in service. No additional adverse patient effects were reported.